Manufacturer narrative:
The investigation reviewed the hbsag ii calibration for module a and module b and the results were within specifications; module a's calibration 2 signals were lower than module b's. The investigation reviewed the qc for both modules and the results were within specifications. The alarm trace and data showed multiple sample quality-related alarms. The investigation determined the event was consistent with a preanalytic issue at the customer site (sample quality). Preanalytics are within the customer's responsibility. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys toxo igg, elecsys anti-hbc ii, and elecsys hbsag gen. 2 immunoassay results from three patient samples tested on the cobas e 801 analytical unit (with 3 modules: module a, module b, and module c). The questionable results were found while the reporter was performing an instrument validation. This medwatch is for the elecsys hbsag ii assay. Please refer to the medwatch with: a1. Patient identifier (B)(6) for the elecsys toxo igg assay. A1. Patient identifier (B)(6) for the elecsys anti-hbc ii assay. On (B)(6) 2024, the initial hbsag ii result from module a was 0.286 coi (non-reactive). On (B)(6) 2024, the repeat result from module b was 65.8 coi (reactive). The reporter stated that the repeat result might be the correct result.